Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left frame is broke at weld on the bottom where the rear wheel attaches.